Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue. The device was repaired, but not returned to the customer, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was broken. There was no harm or injury reported.